Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the bowel during a laparotomy, the blue part of the stapler broke and fell into the patient¿s cavity. It was stated that the blue part was retrieved using forceps and the case continued. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The single use loading unit (sulu) was fully applied and the interlock was engaged. No damage was noted to the knife blade. The cartridge surface was cracked. Additionally, a piece of the loading unit was disengaged and received in a container. Functional testing was performed which included resetting and reloading the sulu into the returned device. The instrument and sulu were applied to the appropriate test media with acceptable results. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the reported conditions may be due to use in tissue thicker than indicated. The instructions for use (IFU) states that if the tissue cannot comfortably compress to the minimum requirement, the tissue may be too thick or too thin for the selected staple size. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.